Event description:
The customer contact reported air in the tubing set. The tubing set was to be used to deliver 300 ml of packed red blood cells (prbcs), at a rate of 75 ml/hr, via a plum pump. At 0100 during priming prior to patient use, it was reported that one of the blood bag piercing pins was inserted into an unspecified port of a container an unspecified concentration of saline. After an unspecified length of time, it was reported that the second blood piercing pin was inserted into a solution container of 300 ml of prbcs, to be delivered at a rate of 75 ml/hr, via a plum pump. At this time, the customer contact reported that air was noted in the cassette and distal to the cassette of the tubing set. No specific details were provided. The customer contact reported that the air could not be removed. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, additional information was not provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.